Manufacturer narrative:
Correction: section d2a, d4, and h4 information should have been updated in additional report 1. This correction is reflected in this additional report 2.

Manufacturer narrative:
Date of event is estimated. The unique device identifier (UDI) is not provided because the lot number is unknown. Initial reporter phone number: (B)(6).

Event description:
It was reported that the patient's ipg had become inoperable. As a result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
The reported event for explant due to patient being unable to charge the ipg was confirmed. As received, the ipg was inoperable due to a depleted battery as patient had a charging issue. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg was functionally tested and passed all testing.

Manufacturer narrative:
A patient experiencing a recharge burden was reported to abbott. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Section b1 product problem should no longer be checked off given the additional information.

Event description:
Additional information received indicates that the ipg became inoperable due to the patient not recharging their device as recommended. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced with no complications.